Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the sensing threshold was variable. Lead dislodgement was suspected. The lead was explanted and replaced. The patient condition was good after the procedure.